Event description:
Due to the pt experiencing pain on their left side, a CT scan was scheduled in 2002. The CT scan indicated a broken access port. After the device was explanted the pt continued to experience pain which the surgeon explained to the pt that they were healing from the surgery.